Event description:
Philips saturation monitor reading 35, but in the baby's clinical presentation he only appeared to be slightly pale in color. Nurse placed baby on a saturation monitor by a different manufacturer, which immediately showed the baby's actual saturation level was 15 to 35 points higher. Philips monitor and scales sent to biomed. Biomed notified philips representative of the problem with their monitor.